Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00385.

Event description:
It was reported the tips of two button lock inserters broke while removing a screw intra-operatively for an unknown reason. Another screw inserter was used to complete the procedure. There was no reported patient harm or injury. This is report one of two for this event.

Manufacturer narrative:
Inspection: the returned drivers were examined. Visual inspection revealed the tips of both devices have fractured off. DHR review: the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimmer biomet¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. Device usage: this device is used for treatment.

Event description:
It was reported the tips of two button lock inserters broke while removing a screw intra-operatively for an unknown reason. Another screw inserter was used to complete the procedure. There was no reported patient harm or injury. This is report one of two for this event.